Event description:
It was reported to philips that system's geometry computer was unable to boot up, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked the system onsite and confirmed that the system unable to boot. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that power supply in c arm went out and luc board. To resolve the issue, the fse realigned the power supply in luc board and did some readjustments. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.